Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, left breast capsular contracture, right breast mass. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 375cc gel breast prosthesis (left device) and a mentor memorygel breast implant 450cc gel breast prosthesis (right device) that both ruptured post implantation. Possible bilateral leaking from the implants was diagnosed by a healthcare professional. Additionally, an MRI confirms a mass on the right breast. Lastly, the patient was diagnosed with baker grade ii/iii capsular contracture in the left breast. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 25-may-2022, mentor received additional information about the event. It was initially reported that the patient was scheduled to undergo explantation on (B)(6) 2022. New information received states that explantation has been postponed until (B)(6) 2022. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, was reported that the breast prosthesis ruptured. Additionally, the patient developed a mass on her breast. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in four (4) parts. In addition, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-oct-2022, mentor received additional information about the event. It was previously reported that the scheduled explantation date was (B)(6) 2022. The explantation date has been postponed until (B)(6) 2023. D6b explantation month, day, and year: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-dec-2022, mentor received additional information about the event. It was previously reported that the scheduled explantation date was postponed until (B)(6) 2023. New information received states that the scheduled explantation date is now (B)(6) 2022. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-feb-2023, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with a mentor smooth round moderate plus profile 375cc saline breast prosthesis and a mentor smooth round moderate plus profile 400cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).